Event description:
The facility reported that the device does not count accurately. Although attempts were made to obtain additional information from the reporting facility, details were not avaiable regarding the set up of the infusion device. Information regarding whether or not the device was inuse on patient when the problem was found was also no available and no additional contact information was provided. The hospital representative stated they have no record of any patient incident involving the pump since the last baxtere service event.